Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed service code 203. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test and displayed code 203 - pulse test fault. The cause of the code 203 is improper charging/discharging of the high-voltage capacitors. The cause of the improper charging/discharging is detached positive and negative leads at high-voltage capacitor c19. The cause of the detached leads is a fractured solder connections. The cause of the fractured connection is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.